Event description:
It was reported that the device does not turn on. No patient was involved and backup was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, has not been returned for evaluation. No additional information was provided, we cannot establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes can include an intermittent power issue and or a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.